Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: visual inspection: the slide/fixed hammer 400 grams was received at us customer quality (cq). Visual inspection of the complaint device showed the device was received with broken handle and the broken fragments were not returned with the complaint device. Rust was observed on the shaft of the handle. The remainder of the instrument shows significant dents, wear marks and impact marks. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed -hammer, 400 gram no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the handle had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a humeral nail procedure, the slide/fixed hammer broke during use. Fragments were generated and easily removed. The procedure was successfully completed without surgical delay. There was no patient consequence. This report is for one (1) slide/fixed hammer 400 grams. This is report 1 of 1 for (B)(4).